Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to charge the pump and the pump shut off due to insufficient power. The customer's blood glucose (bg) level was 269 (mg/dl). A manual injection was delivered to address bg level. Recommendation was made to the customer to charge pump more frequently.